Manufacturer narrative:
(B)(4). Lhr: a lot history search is not applicable because this is a reusable, non-serialized OEM device for which the lot number was not provided to us. A ship history is not likely to identify the correct lot for the reported device.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro 2 adapter worked intermittently. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4) 2015 10:18 am (gmt-4:00) added by (B)(4): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro 2 adapter worked intermittently. The hospital did not report any patient effects.